Manufacturer narrative:
The table was inspected by a berchtold service tech and found that the "back up" button on the main pendant was inoperable. The pendant was replaced with a new unit.

Event description:
It was reported that the table allegedly had unintended motion with the patient on the table. There were no injuries or surgical delays reported.